Manufacturer narrative:
Concomitant medical products: product ID: 8840, serial# unknown, product type: programmer, physician. Other relevant device(s) are: product ID: 8840, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving baclofen, unknown concentration at 6mcg dose via intrathecal drug delivery pump for intractable spasticity. It was reported that patient was comatose, unresponsive hours after a programming change. Any environmental/external/patient factors that may have led or contributed to the issue were that patient went to have the pump daily rate decreased from 150mcg/day to 100mcg/day. The managing hcp got a call from the hcp and different hcp recommended calling manufacturer to have the pump interrogated. When the rep arrived he interrogated the device and it showed a daily dose of 2400 mcg/day. The intensive care unit (ICU) hcp changed the pump to minimum rate. At the time of this report, it was unknown if the issue had resolved and patient status was alive-with injury. Patient was admitted to the ICU comatose. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via manufacturer representative (rep). It was reported that the pump was placed into minimum rate at intensive care unit (ICU). The rep had not heard back from the hcp or patient. As for as the rep knew, the device was still implanted. No further complications were reported.